Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Healthcare professional reported "radial folds" and "seroma and signs of capsular contracture on the right" baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Healthcare professional reported right side "radial folds", seroma and capsular contracture baker grade unknown. Device remains implanted.